Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Photo investigation summary: according to the information received, it was reported the needle got broke in to two pieces while suturing anterior abdominal wall of lap fj procedure. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a closed foil with vp2437p product codes, the lot #t5017, expiration date 2030-01. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information d 4. Expiration date. H 4. Device manufacture date, h 6. Type of investigation. Batch manufacturing records of vp2437p/t5017 was reviewed for any process deviation but no deviation was observed. Finished goods test reports were reviewed for tensile strength value, needle pull-off value and found to meet the specification requirement. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. Which tissue was being sutured when the event occurred? Anterior abdominal wall was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. It was reported that the broken needle piece was removed with the help of c arm. Was the needle piece retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage resulting from the search for the needle piece? No. Kindly confirm device return status ¿ discarded/not available. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure in 2025 and suture was used. The needle got broke into two pieces while suturing anterior abdominal wall of lap fj procedure. The surgery was delayed by 60 minutes. Removed the broken needle piece with the help of c arm during the same procedure. The procedure was successfully completed with no adverse patient consequences. The device was discarded. Additional information was requested.